Event description:
It was reported that pump top button was very hard to press and sometimes required multiple presses before pump screen turned on. There was no reported adverse impact to customer's bg level. Technical support instructed customer on proper button pressing technique, confirmed pump was not connected to power, and advised customer to clean around pump button at home and call back if issue was not resolved so pump replacement could be arranged. Customer reverted to manual injections for insulin therapy.